Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v128377, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient stated that in the beginning of her stimulation therapy she was having a lot of trouble and it hurt to use stimulation therapy and stopped using it, turned off stimulation year 2009. The patient saw an urologist on (B)(6) 2015 who did 2 tests and said that patient's urethra and everything was fine. It was reported that in (B)(6) 2015 her primary care physician suggested that patient had all this equipment and should be using it. The patient's urinary condition had gotten worse. Additional information received later indicated that patient never had therapeutic effect since implant. The patient told representative that she had not been using it and wanted to try to use it because she was having serious trouble with incontinence. The patient stated this has been going on for years and was still dealing with it. The patient stated that she did have a lot of trouble with the device "where it bothered her somehow like a shock. The patient did not where it was, seemed like; it was in her vagina area." The patient stated it was not terrible but just uncomfortable. Additional information received later on (B)(4) 2015 indicated that patient still had concerns with their device or therapy but have not sought further help. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.